Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens vaulted asymmetrically (z syndrome) post implant. According to the surgeon, the patient has zonular weakness. The surgeon explanted the lens and replaced it with a different model lens. Additional information has been requested, but has not been received.